Event description:
The ge oec 9800 fluoroscopy sys displayed an overload fault during a procedure.

Manufacturer narrative:
A ge oec svc rep investigated the issue and removed and replaced the sys battery pack. The sys was tested and found to be operating as intended. The sys was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.